Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's drg ipg would not communicate with the clinician programer (cp) following a revision surgery of the patient leads (reference MFR. MDR reports: 1627487-2018-07425, 1627487-2018-07426, 1627487-2018-07427 and 1627487-2018-07428). Reportedly, the ipg was placed in "surgery mode" before the procedure, however, postoperative communication with a cp could not be established. Subsequently, the ipg was replaced with a new one and the issue was resolved.